Event description:
It was reported the patient underwent an ambicor penile prosthesis (app) replacement surgery due to an unspecified reason. The existing app was explanted and replaced with a new app. The physician initially attempted to implant a 16 cm app but ultimately decided to implant a smaller 14 cm app. The 14 cm app was implanted without any patient complications. The patient was reported to be doing well after the replacement procedure. The explanted app is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.